Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately five (5) years and three months ago. Subsequently, the patient underwent a revision surgery approximately a month ago due to loosening of the implants. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110032420, comp aug mini bsplt w tpr md; lot#: 64155087. Item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 747480. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: unknown, unknown screw; lot#: unknown. Item#: 115313, comp rvsr shldr glnsp +3 36mm; lot#: 624810. Item#: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray; lot#: 64425716. Item#: 110031424, standard 36mm diameter bearing; lot#: 64354409. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined that the product did not cause the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.